Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Sus voluntary event report mw5085271.

Event description:
Received sus voluntary event report mw5085271 stating: "patient had a surgical procedure during which part of a perclose broke off into the patients femoral artery. The patient required further surgery to remove the piece." Additional information was provided by the facility reporter. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure. Reportedly, the distal sheath of the proglide device broke off and surgical incision was performed to remove the separated portion. Hemostasis was achieved by surgical closure. There was a clinically significant delay in the procedure due to the surgery. Hospitalization was extended due to the issue with the proglide device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: lot number. Reg#. Evaluation summary: analysis was performed on the returned device. The reported guide detachment was confirmed. Additionally, returned device analysis revealed the right and left guide halves were separated and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported sheath/ guide separation and subsequent treatment appears to be related to circumstances of the procedure due to downward force applied during device placement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.